Manufacturer narrative:
Since the subject device was discarded by the user facility, therefore olympus medical systems corp (omsc) could not evaluate the referenced device. The exact cause of this issue cannot be conclusively determined. This device is subject to total inspection to ensure that the device is capable of properly activating output before shipment by omsc. If additional information is received, this report will be supplemented. This report is being submitted as a medical device report in an abundance of caution.

Event description:
The subject device was used during an uncertain procedure. Anatomical leakage was occurred, and it was treated. The hospitalization period of patient was prolonged. There was no error or malfunction of the device reported. Olympus has followed up with user facility to obtain additional information regarding the reported event, and it was reported that the surgeon admitted that this event was caused by user error during the dissection.